Event description:
A tps handpiece cord was sent for evaluation because smoking was noted at the area where the tps handpiece cord connects to the handpiece. The event occurred during the procedure; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.